Manufacturer narrative:
Investigation summary : exec summary: no samples (including photos) were returned therefore bd was not able to duplicate or confirm the customer¿s indicated failure and the root cause is undetermined. CAPA/sa: as no samples were returned for investigation no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. DHR review: a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 1 bd pen ndl 32g 4mm leaked. The following information was provided by the initial reporter : the consumer reported that the device leaked out of hub during injection and insulin ran down the device. Date of event (B)(6) 2021. Sample status discard.